Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT(S) INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-8336-70 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7077583 MODEL/CATALOG DESCRIPTION: COVEREDGE 32 SURGICAL LEAD KIT 70 CM UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
IT WAS REPORTED THAT CLINICAL STUDY PATIENT WENT INTO THE CLINIC TO BE EVALUATED BY THE PHYSICIAN. THE SPINAL CORD STIMULATION (SCS) IMPLANTABLE PULSE GENERATOR (IPG) SITE WAS RED, SWOLLEN, AND WARM TO THE TOUCH. THE PHYSICIAN ADVISED THE PATIENT TO SEEK EMERGENCY MEDICAL CARE. THE PATIENT WAS SEEN AT THE HOSPITAL AND DUE TO THE SEVERITY OF THE INFECTION, THE PATIENT UNDERWENT A PROCEDURE WHERE THE SCS SYSTEM WAS EXPLANTED. IT WAS ASSESSED THAT THE PATIENT EXPERIENCED THE INFECTION AT THE IPG SITE FROM CHRONIC URINARY TRACT INFECTION (UTI). THE PATIENT WAS ON ANTIBIOTICS FOR HIS UTI. THE EXPLANTED DEVICES WILL NOT BE RETURNED AS THEY WERE DISCARDED BY THE MEDICAL FACILITY. THE PATIENT WAS DISCHARGED FROM THE HOSPITAL.

Event description:
It was reported that clinical study patient went into the clinic to be evaluated by the physician. The spinal cord stimulation (SCS) implantable pulse generator (IPG) site was red, swollen, and warm to the touch. The physician advised the patient to seek emergency medical care. The patient was seen at the hospital and due to the severity of the infection, the patient underwent a procedure where the SCS system was explanted. It was assessed that the patient experienced the infection at the IPG site from chronic Urinary Tract Infection (UTI). The patient was on antibiotics for his UTI. The explanted devices will not be returned as they were discarded by the medical facility. The patient was discharged from the hospital.Additional information was received that the event was not procedure related.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event:Model Number/Catalog Number: SC-8336-70.Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: COVEREDGE 32 SURGICAL LEAD KIT 70 CM.Unique Identifier (UDI): (b)(4)